Manufacturer narrative:
Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests due to the constant pump error 38 during rewind. The pump was received with a constant pump error 38 isolated to the motor assembly. The motor was tested outside of the device and it passed. Tested with the test motor and no unexpected motor alarm anomaly was noted. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed no motor movement or negligible movement during priming. The customer's blood glucose was unknown. The device is returning for analysis.